Event description:
It was reported that during the reprocessing of a da vinci cobra grasper instrument, a cable was identified as being broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was loose at the distal clevis hub. No broken cables were found. Both cable crimps remained installed in the clevis and no damage was found on the cable. Upon removal of the housing, the pitch cable was found to be loose at the clamping pulley, but the clamping pulley screw was not loose. Failure analysis investigation also found the following damages to the instrument: there are indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. It was concluded that the damage to the main tube may be due to mishandling/misuse. No other damage was found.